Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the device got torn and the lap joint part separated. However, the separated distal part, which is the transparent middle part, was within the guide catheter; therefore, the balloon was inflated with the guide catheter to trap the guidewire as well as the separated part. It was then able to pull the entire system out of the body while it was still trapped. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. During visual inspection sheath and the imaging core were kinked. Microscopic and visual inspection revealed imaging window was observed detached near the lap joint section, imaging window was not returned for analysis.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the device got torn and the lap joint part separated. However, the separated distal part, which is the transparent middle part, was within the guide catheter; therefore, the balloon was inflated with the guide catheter to trap the guidewire as well as the separated part. The physician was then able to pull the entire system out of the body while it was still trapped. The procedure was completed with another of the same device. There were no patient complications reported.